Event description:
It was reported that the patient with this pacemaker system visited the hospital after experiencing a syncopal episode that resulted in a car accident. The pacemaker was interrogated and found to have no stored episodes. The patient reported having the syncope episodes for a few months. During interrogation, the pacemaker was found to be in elective replacement indicator (eri) battery status and the initial telemetry showed noise and loss of capture (loc) on the right ventricular (rv) lead. Later on, an additional interrogation was performed and a nine second pause was observed in the telemetry, this led to the use of a temporary pacing lead. Isometrics were completed and the results were unable to reproduce the noise. It was believed that the cause of the loc and syncope was due to the device. A replacement procedure was performed, where this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this pacemaker system visited the hospital after experiencing a syncopal episode that resulted in a car accident. The pacemaker was interrogated and found to have no stored episodes. The patient reported having the syncope episodes for a few months. During interrogation, the pacemaker was found to be in elective replacement indicator (eri) battery status and the initial telemetry showed noise and loss of capture (loc) on the right ventricular (rv) lead. Later on, an additional interrogation was performed and a nine second pause was observed in the telemetry, this led to the use of a temporary pacing lead. Isometrics were completed and the results were unable to reproduce the noise. It was believed that the cause of the loc and syncope was due to the device. A replacement procedure was performed, where this pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.